Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/12/2021 h.6. Investigation: eleven open 32g x 4mm pen needle samples and seven photos were returned from lot. No. 0231159, cat. No.320559. Visual examination was carried out on returned samples and photos and a broken non patient end of cannula was observed on six samples and a bent non patient end cannula was observed on two samples. No issues were observed on the remaining three samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related h3 other text : see h.10.

Event description:
It was reported that 10 bd pen ndl 32g 4mm pro 14 had needles bent, broken off or pulled out. The following information was provided by the initial reporter : the customer reported that the needles npe were bent and broken off.

Manufacturer narrative:
Initial reporter phone# : unknown. Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd pen ndl 32g 4mm pro 14 had needles bent, broken off or pulled out. The following information was provided by the initial reporter : the customer reported that the needles npe were bent and broken off.